Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient is unstable when walking and falls into furniture and walls on a daily basis. If the patient does not catch herself in a fall she falls on the floor or street and has injured herself several times. The patient stated that when the device suddenly ¿jumps up to 8¿ from the stimulation level between 5 and 6 she will instantly lose all ability to stand and will fall. The patient¿s legs collapse under her and she has to use the reset device to set the surge level back to normal both sitting and laying. This was stated to occur once or twice a month and the patient has no control. The patient was working with a neurosurgeon to find the reason why her left leg does not function. It was stated that the manufacturer¿s device was a ¿god send as I only take ibuprofen for arthritis or other pain issues.¿ the surging in the device was reported to be very painful because of how high it surges.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(4)2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the device would suddenly jump up really high and it would make the patient¿s legs weak and she would fall. She was really unsteady on her feet. This started happening probably about 5 months ago. The patient fell all the time but the last time was a week ago sunday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.